Event description:
This issue involved a (B)(6) male patient weighing (B)(6) with a history of pneumonia, (B)(6), prematurity, and epilepsy. It was reported that in the pediatric uti, the physician met with resistance when inserting the swg into the patient's right subclavian. Upon removal, the swg was found unraveled. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).